Manufacturer narrative:
The device was returned and evaluated. Based on a functional test confirming that the implant had no functional damage, and previously investigated similar events, a possible cause is over threading of the knob while initially loading the implant. There are no indications that manufacturing issues would have contributed to this event. A review of the labeling showed adequate instructions for proper loading of the implant on the inserter.

Event description:
It was reported that an implant would not load on inserter. When it was removed to retry, it fell apart. Surgical technique was followed and the same inserter was used with the second implant. No patient impact was reported.

Manufacturer narrative:
This medwatch is submitted to inform additional information received. Additional information was received on june 10th 2019: the device was replaced for another of the same size, no difference between the steps used for the assembly of the first and second implant. Investigation ongoing.

Event description:
Mobi-c p&f us : difficulties to assemble on inserter, then disassembly. As reported, implant would not load on inserter. When it was removed to retry, it fell apart. Experienced scrub tech was in this case. This issue occured during c5-6, c6-7 acdr surgery. Additional information was received on may 22nd 2019: patient is healthy. Surgery was not delayed over 30 minutes. The depth stop adjustment was set initially at zero. Surgical technique was followed. The same inserter was used with the second implant. Additional information was received on june 10th 2019: the device was replaced for another of the same size, no difference between the steps used for the assembly of the first and second implant. Investigation ongoing.

Manufacturer narrative:
The review of the device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. Additional information was requested. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us: difficulties to assemble on inserter, then disassembly. As reported, implant would not load on inserter. When it was removed to retry, it fell apart. Experienced scrub tech was in this case. This issue occured during c5-6, c6-7 acdr surgery. Additional information was received on may 22nd 2019: patient is healthy. Surgery was not delayed over 30 minutes. The depth stop adjustment was set initially at zero. Surgical technique was followed. The same inserter was used with the second implant. Additional information was requested. Investigation ongoing.